Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a failed transmitter error. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and unit failed. Performed share log review and results show a transmitter error alert on (B)(6) 2016. The reported event of transmitter failed error was confirmed. A root cause could not be determined.